Event description:
The reporter stated that the clock time on the device was too fast by 38 minutes, and that the printer would not make printouts. No further information for the patient was provided by the reporter.

Manufacturer narrative:
It was not necessary to return the device to the manufacturer in order to address the reported issues. Type of evaluation was remote modem connection to the customer's device. Incorrect time of day. Conclusions: device setting (clock time) corrected. Manufacturer's evaluation summary: the device is an installed centralized patient monitoring system that utilizes a microsystems computer (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple beside multi-functional patient monitoring devices through either wired or wireless connections. Information is displayed on one or more color lcd flat panel displays. The customer reported two problems: it was reported that the printer wasn't working. This problem does not present patient risk. Printer operation was restored by restarting the system. It was reported that the system time (clock time) was too fast by 38 minutes. This issue was resolved by adjusting the clock to the correct time of the day. The device provides the user the ability to set the clock's time, but in this case the customer called to ask for assistance in doing so. It was not necessary to return any device or physically travel to the customer's site to assist them in resolving the reported issues.